Event description:
Pt was found unresponsive in bed by staff. Staff states the apnea monitor was turned on, but no audible alarm was heard. Pt electrodes were not on pt, but stuck to the pt's bedding. Monitor was turned off and CPR was started. CPR was almost immediately stopped due to the pt's "no code" status.